Manufacturer narrative:
Patient identifier: (B)(6). All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated magnesium results when processing on the architect c4000. The following data was provided: sid (B)(6): 2.0 mg/dl (initial) and 1.1 mg/dl (retest). The customer uses a normal range of 1.7 to 2.8 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of service history, a review of historical data, and a review of product labeling. Abbott field service (fs) investigated the issue on site and performed the following changing the cuvette wipers and high concentration waste peristaltic tubing, draining and filling the water bath and running qc. Fs identified the likely cause to be the high concentration waste peristaltic tubing (tubing, peristaltic head (rohs) pn 7-35009685-02). A review of the c402233 service history did not reveal any additional causes and no other reports of discrepant or inconsistent results have been received since fs addressed the issue. A review of historical data for the tubing, peristaltic head pn 7-35009685-02 revealed no adverse trends, systemic issues, or related nonconformances. The investigation also determined that the calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.